Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer miscalculated the carbohydrates for a bolus and entered the intended amount of carbohydrates in the pump for the bolus; however, it ended up being too much insulin. Review of the pump data logs by tandem technical support verified that the pump correctly calculated a bolus to be delivered according to the amount of carbohydrates entered; however, the bolus calculated by the pump was overridden and a 10 unit bolus was manually entered and delivered by the user instead. The customer's blood glucose (bg) level subsequently decreased; however, no bg value was provided. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.